Event description:
Information was received indicating that a cadd solis vip pump malfunctioned. The pump displayed a cassette not properly attached alarm. There was no patient involved.

Manufacturer narrative:
Evaluation results: one cadd-soliv vip pump was returned for investigation in used condition. The keypad and labels were intact. There was no physical damage on the device. A review of the event history log evidenced the following: (B)(6) 2019 7:11:40 pm high alarm displayed: cassette not attached properly a functional test was performed. The error message "cassette not attached properly" was not duplicated when latching the cassette to device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. No fault was found with the device.